Event description:
Patient's mother called with an allegation that her daughter had been mistreated with a novalis tx. On (B) (6) 2010, varian received a call from a patient's mother with an allegation that her daughter had been mistreated with a novalis tx. The patient had radiosurgery on a novalis tx at (B) (6) in (B) (6). The doctors informed the patient's mother that the radiation, "went into an area that it wasn't supposed to go to, beyond the area that they targeted." In addition, the patient's mother was calling for information about recalls on the novalis tx machine during 2009 and 2010. She said the staff at (B) (6) told her that the machine was subject to a recall, and when she asked the facility staff for details, they referred her to the manufacturer. (B) (6)

Manufacturer narrative:
On (B) (6) 2010, the patient's mother informed varian that her daughter had passed away, and declined to provide any further information, including the dates of treatment, on advice from her lawyers. No other details of the event have been reported to varian. Additional follow-up to this MDR is expected upon completion of the investigation.